Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms on the superior vena cava (svc) coil. Distal coil to can had an in-range shock impedance measurement of 80 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and lead return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms on the superior vena cava (svc) coil. Distal coil to can had an in-range shock impedance measurement of 80 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was explanted and replaced, and the non boston scientific cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced due to therapy upgrade/downgrade during the same procedure. No additional adverse patient effects were reported. Product return was requested.